Manufacturer narrative:
D6b explant date unknown the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the purge flow was high at 30ml/hr. Purge pressure 330. They changed the purge cassette after getting low purge pressure alarms. The nurse denies any leaks and will monitor closely. The patient remained on support.